Event description:
Customer's older sister reported calling her mother because the customer (younger sister) "was not acting right". Mother had the caller test the child and the result was "hi" (>500 mg/dl). Mother instructed her older daughter to administer insulin to the child. Within 10 minutes of the injection, the customer was having a seizure. The ambulance was called whom administered a glucose tube upon receiving their own glucose reading of 51 mg/dl. Caller also reported that the child was given an i.v. For treatment. Customer was taken to the hosp for monitoring.